Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited backup mode. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the event was resolved. No further information was provided.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that there were no patient consequences.